Event description:
Patient death. Product returned to medtronic for analysis - reported in medtronic database. Checked in at mdt (B)(6) 2025. Mdt record ID: (B)(4). As reported event description: patient death. Cause of death: pending further studies. (Leads received connected to device and segmented at proximal end). Reported in database only; waiting for device analysis from mdt. Device explanted as a result of patient death. No indication that patient death was due to device. No further action to be taken.